Manufacturer narrative:
Concomitant medical product: product ID 977a275 lot# serial# (B)(6) implanted: (B)(6) 2015 explanted: product type lead product ID 977a275 lot# serial# (B)(6) implanted: (B)(6) 2015 explanted: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the system was removed on (B)(6).

Manufacturer narrative:
Continuation of d10: product ID 977a275 lot# serial# (B)(6) implanted: (B)(6) 2015 product type lead product ID 977a275 lot# serial# (B)(6) implanted: (B)(6) 2015 product type lead product ID 97791 lot# unknown product type accessory h3: analysis of the lead ((B)(6) ) found that the conductors were broken. Analysis of the lead ((B)(6)) found that the product was segmented. Analysis of the ins found insignificant anomalies. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 977a275 serial# (B)(6) implanted: (B)(6) 2015 product type lead product ID 977a275 serial# (B)(6) implanted: (B)(6) 2015 product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that something was wrong with the ins and they could not do anything with it. No patient complications were reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: 977a275, serial#: (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a275, serial#: (B)(4), implanted: (B)(6) 2015, product type: lead. Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(4), ubd: 10-mar-2019, UDI#: (B)(4); product ID: 977a275, serial/lot #: (B)(4), ubd: 10-mar-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that the patient was feeling shocking sensation even when the ins was turned off. The rep interrogated the system and found that his lead 8-15 lead was "out" as far as connectivity and his impedance check was over 10k ohms for all 16 electrodes. Rep confirmed the stim was off with their programmer. Rep reviewed information with the patient. Issue not resolved at this time.

Event description:
Additional information was received from the patient. It was reported that since (B)(6) 2020 or (B)(6) 2019, the stimulation was randomly turning itself on, even though the programmer showed everything was powered off. When stim came on, it came on at varying levels. A week prior to the report it hit him so hard that he almost fell out of his bed. It was shocking the hell out of him. The patient met with a rep on (B)(6) 2020 who wasn't able to find anything wrong with it. The patient wanted the device removed. Additional information wasreceived from the patient. Patient reported that despite the stimulator being off it still feels like the stimulation is on and it is painful. Patient stated it will feel like the stimulation turns on and off on its own. Patient stated the rep thought the issue could have been with the batteries of the patient programmer and described the rep doing some possible diagnostic checks. The patient stated he had been speaking with the rep over the phone and thru text due to the pandemic and inquired if the ins could be turned off with remotely. It was reviewed that remote control is not possible with his device. It was offered to confirm stimulation was off. Patient was escalated and stated he knows how to work everything, and he made sure that a b c are all off. Patient expressed he was in a lot of pain and would like to have the device removed (&) warranty/compensation. Caller was redirected to the healthcare provider (hcp). Additional information received from a manufacturer representative (rep). It was reported on (B)(6) 2020, the hcp contacted the rep about possible reprogramming and to discuss a possible battery replacement. Due to covid, the patient did not want to leave his home to meet the rep for interrogation and programming until (B)(6) 2020. During that time, the rep reviewed the process of using the patient programmer over phone calls and text messages. This included an explanation of turning the stimulation off completely. The patient was instructed to contact his hcp or go to the ER if there was any substantial pain issues during the time he would not meet with the rep in person. The rep did not know the cause of the device issues. The rep discussed the impedance situation with a neurosurgeon who preferred the patient saw the surgeon who implanted the device.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.